Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., d.1., d.2., d.4., d.6a., d.6b., h.4., h.6., h.10.

Event description:
Patient reported right side "rupture was found after an ultrasound scan." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: two observed openings on radius and posterior side assessed as fold flaw opening . Additional observations: observed stress marks on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side "rupture. Was found after an ultrasound scan". Device remains implanted.